Event description:
The right ventricular lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Continuation: d224trk implantable cardioverter defibrillator (ICD)  2009-(B)(6), 5076-45 implantable pacing lead 2002-(B)(6), 4193 implantable pacing lead 2005-03-31. (B)(4).